Event description:
(B)(6) 2013: customer states via phone that during a stent placement on (B)(6) male pt, the fluoro failed. Staff tried to reboot the system. On the second reboot, all functions returned and the procedure was completed without further incident. No pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.